Event description:
It was reported that a patient underwent a opthalmic procedure for glaucoma on left eye and suture was used. One to two week postoperative, the patient developed a pyogenic granuloma. The sutures were removed at three weeks and currently, the patient is getting better. Additional information has been requested.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an opthalmic procedure on (B)(6) 2012 for glaucoma on left eye and suture was used. One week postoperative, the patient developed a pyogenic granuloma. The sutures were removed on (B)(6) 2012 and the patient was prescribed maxitrol ointment.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.